Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is believed to have experienced an in-situ failure. The recipient remains implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an overly loud sound followed with loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device will not be explanted at this time. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.